Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer complained about several patient samples tested for creatinine plus ver.2 (crep2). The customer provided data for 577 patient samples. Of the data provided, 52 patient samples were erroneous. Both the initial and repeat results were reported outside of the laboratory. Refer to the attached data for the patient results. No adverse events were reported. The crep2 reagent lot number was 607535. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).